Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff passed visual inspection, leakage testing and microscopic inspection. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion. The device was removed and replaced. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion. The device was removed and replaced. There were no additional patient complications.